Event description:
It is reported that revision surgery occurred in 2008, due to wear. Exact implant date is unknown.

Manufacturer narrative:
Eval summary: the device was not available for evaluation. Also, x-rays are not available for review. The patient's age, weight and the activity level are not known. Device history records could not be reviewed because the item number and the lot number of the part are not known. Cause cannot be definitively determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.